Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comments that the screen was broken. Analysis also noted that there was no signal on display and also not on video graphics array (vga) due to micro processor unit (mpu) defect, the connectors on the link electronic module (lem) were in bad condition and paper tray was empty, media bay door was broken, keyboard front latch was broken and bullets assay were broken.. It was determined during analysis that the stylus tip was damaged. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was broken. The display remains blank with no back light after turning on. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.